Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during initial drain. The home patient (hp) stated she connected the patient extension line after priming. The hp stated she would start over with new supplies. The technical service representative (tsr) advised the hp to notify the nurse of the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp confirmed the cause of the alarm was that she connected the patient line extension after prime. The hp stated she notified her nurse of the alarm and her nurse advised her on proper procedures. The hp advised that she was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported system error 2240 alarm was confirmed. The root cause was a use error. The lot number was not available; therefore the batch review was not performed. A labeling review was performed and found to be acceptable.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.